Event description:
During a follow-up in clinic, a loss of capture and high pacing impedance was noted on the right ventricular (rv) lead. The rv lead was capped and replaced. The patient was stable.

Manufacturer narrative:
A device history records (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.